Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) failed to capture following implant which caused a near syncopal episode for the patient. The thresholds showed variable and increased trends. The leadless ipg was programmed off and replaced. No further patient complications have been reported as a result of this event.